Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited varying pacing impedances for quite some time. Impedances typically range from 400-500 ohms and will intermittently spike up to the 900 ohm range. Boston scientific technical services (ts) advised troubleshooting. The plan is to bring the patient in to check for potential loose connection within the next several weeks. No adverse patient effects reported. As of today the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.